Event description:
It was reported that the pump was explanted due to infection in approximately 2012. The patient never thought that the incision would heal after the pump was explanted; she had a ¿big hole¿ in her stomach (right front abdomen). The pump system was being used to infuse an unknown medication, and no outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4)